Manufacturer narrative:
3/24/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The suture was used during a closure of fascia procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.